Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture, baker grade IV.

Event description:
Physician reported, "capsular contracture, baker grade IV". Possible implant rupture. And patient is concerned with the device. Device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed a broken device assessed as fold flaw opening and observed missing shell assessed as inconclusive. ¿ anxiety-product/procedure: unable to observe. ¿ capsular contracture: unable to observe. As per the investigation procedure, creases and wear abrasion. Were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b1; b5; d1; d2a; d2b; d4; d6a; d9; g4; h3; h4; h6.

Event description:
Healthcare professional reported left side concern with the device, deflation, and capsular contracture, baker grade IV. Device has been explanted.